Event description:
It was reported that intermittent occlusion alarms occurred. Customer delivered smaller insulin dose's and continued to use the pump for insulin therapy. Reportedly the customer sometimes wears the pump supplies for 3.5 days. Tandem clinical support informed customer that wearing the pump supplies for 3.5 days, is off label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.